Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no unexpected unexpected restart alarm and resetting time/date after changing battery noted. Pump received with cracked reservoir tube lip, broken belt clip slot, cracked case near display window corners, cracked on display window and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump alarmed unexpected restart during a battery change. The customer did not know the blood glucose reading at the time of the call. The pump was not stored without a battery for an extended period of time. Troubleshooting was performed and the pump alarmed unexpected restart again with a new battery. The pump was returned for analysis.